Event description:
It was reported that bone resorption was noted after transforaminal lumbar interbody fusion (tlif) with posterior instrumentation, and rhbmp-2/acs placed within and adjacent to an interbody cage. Pedicle screw and bilateral rod construct were used. Prior to surgery, the pt(s) were evaluated for 1-level or 2-level degenerative disc disease with or w/o radiculopathy. The pt(s) had previously failed conservative management. Computed tomography (CT) studies were performed at a minimum of three months post implant. One level with no evidence of progression toward fusion was demonstrated on the CT study. There was an absence of bridging trabecular bone in interbody space or between facet articulations. No details or other outcomes were mentioned.

Manufacturer narrative:
(B)(4): pseudarthrosis. Literature citation: mcclelland, et al. Vertebral bone resorption after transforaminal lumbar interbody fusion with bone morphogenetic protein (rhbmp-2). J. Spinal disord tech. 2006; volume 19, number 7: pp483-486. A review of the device history records cannot be performed w/o add'l device info. W/o return of the device or associated records, it is not possible to ascertain a cause for the reported event.